Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated troponin result for one patient sample. The analyzer generated an initial troponin result of 0.097. The physician questioned the result and the sample was repeated, generating a troponin result of 0.012. There was no adverse impact to patient management reported.

Manufacturer narrative:
A follow-up report report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of system logs, a search for similar complaints, and a review of labeling. A review of the service history for your instrument found no issues that could potentially impact results. Field service performed a general instrument inspection and verified performance, no issues were found. All diagnostic tests passed and controls were within range. No adverse trend was identified. Labeling was reviewed and found to be adequate. Based on the review of the available information, a deficiency of the system was not identified, and no malfunction of the system was identified.